Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer changed their battery and that same night the insulin pump turned off. The patient's blood glucose at the time of incident is unknown. The customer inserted a new battery afterwards and the insulin pump shut off again. The insulin pump will be returned and replaced.

Manufacturer narrative:
Unexpected pump error 63 alarm during self-test was present in the format history file due to moisture damage on the keypad assembly. Unexpected pump error 25 alarm was present in the long trace file and triggered when the lithium backup battery was less than 3.50 v for 240 consecutive minutes as indicated in the power management graph due to abnormal behavior and not in spec. The connector for j6 on the printed circuit board was properly connected during our visual inspection. The j6 connector was disconnected, reconnected and monitored for three days with and was functioning properly during our testing. No unexpected blank display anomalies or shut off anomalies noted during testing. No unexpected replace battery now alarms noted during testing or in the format history file. The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. The insulin pump was received with scratched casing, minor scratches on the lcd window, pillowing keypad overlay, cracked select button on the keypad overlay, damaged keypad overlay texture, cracked battery tube area, peeled serial number label and severely peeled off end cap address label.